Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding event cause and whether a non-conditional magnetic resonance imaging (MRI) scan was performed, but further information was unable to be obtained.

Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range pace impedance measurements, and noise was observed on an atrial tachy response (atr) episode and a signal artifact monitor (sam) episode stored on the date of the first out-of-range pace impedance measurement alert on june 11, 2024. The physician wished to know whether this patient could undergo a magnetic resonance imaging (MRI) scan. Technical services (ts) explained that this known ra lead issue made this system non-conditional for MRI. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this ra lead had exhibited high out-of-range pace impedance measurements greater than 3,000 ohms, however the cause was not identified. It was unknown whether the health care professional (hcp) proceeded with non-conditional MRI. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range pace impedance measurements, and noise was observed on an atrial tachy response (atr) episode and a signal artifact monitor (sam) episode stored on the date of the first out-of-range pace impedance measurement alert on june 11, 2024. The physician wished to know whether this patient could undergo a magnetic resonance imaging (MRI) scan. Technical services (ts) explained that this known ra lead issue made this system non-conditional for MRI. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this ra lead had exhibited high out-of-range pace impedance measurements greater than 3,000 ohms, however the cause was not identified. It was unknown whether the health care professional (hcp) proceeded with non-conditional MRI. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that wished to know whether this patient could undergo a magnetic resonance imaging (MRI) scan, while the device was operating in vvi due to out-of-range ra pace impedance measurements. Technical services (ts) explained that this known ra lead issue made this system non-conditional for MRI. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: device code a2304/off-label was removed.

Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range pace impedance measurements, and noise was observed on an atrial tachy response (atr) episode and a signal artifact monitor (sam) episode stored on the date of the first out-of-range pace impedance measurement alert on (B)(6) 2024. The physician wished to know whether this patient could undergo a magnetic resonance imaging (MRI) scan. Technical services (ts) explained that this known ra lead issue made this system non-conditional for MRI. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this ra lead had exhibited high out-of-range pace impedance measurements greater than 3,000 ohms, however the cause was not identified. It was unknown whether the health care professional (hcp) proceeded with non-conditional MRI. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that wished to know whether this patient could undergo a magnetic resonance imaging (MRI) scan, while the device was operating in vvi due to out-of-range ra pace impedance measurements. Technical services (ts) explained that this known ra lead issue made this system non-conditional for MRI. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding a possible non-conditional MRI scan. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range pace impedance measurements, and noise was observed on an atrial tachy response (atr) episode and a signal artifact monitor (sam) episode stored on the date of the first out-of-range pace impedance measurement alert on june 11, 2024. The physician wished to know whether this patient could undergo a magnetic resonance imaging (MRI) scan. Technical services (ts) explained that this known ra lead issue made this system non-conditional for MRI. This ra lead remains in service. No adverse patient effects were reported.